Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmissions. The right ventricular lead exhibited several episodes of noise, observed on stored electrograms. The noise was reproducible in clinic during isometrics. Root cause for the noise was not identified. The lead impedance was also noted to be below the normal range. The lead was reprogrammed. The patient remained asymptomatic.